Event description:
Provider states compressor is nonfunctional or no power. In speaking with the reporter of the incident, it was learned that the unit was replaced without incident. No harm or ill effect.